Event description:
During a low anterior resection procedure, the device cut but did not staple. It seemed there were no staples in the cartridge. Another like device was used to complete the procedure. There was no patient consequence.